Manufacturer narrative:
Updated/corrected fields: h6: component code, investigation findings and investigation conclusions. H11: additional manufacturer narrative: due diligence attempts were made to gather additional information regarding a device failure mode; however additional information is not available at this time. Patient medical records were not provided by the hospital for review, or the medical records provided do not clarify the device failure mode. In this case, there is no evidence of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation. The issue with the device and the root cause could not be established.

Manufacturer narrative:
H11: additional manufacturer narrative: the implant date and valve-in-valve dates are known only as 2014 and 2019 respectively. Therefore, (B)(6)2014 and (B)(6) 2019 are being used to calculate the minimum implant duration. This is one of two manufacturer reports being submitted for the same patient. Reference related manufacturer report #2015691-2025-02077. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from belgium a 3300tfx23mm valve implanted in aortic position underwent a valve-in-valve procedure after an implant duration of approximately four (4) years for unknown reason. A 23mm transcatheter valve was implanted in replacement.